Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline had incomplete wall opposition. A pipeline of 3.75/25 was selected based on a distal end blood vessel of 3.61 mm and a proximal end vessel of 2.44 mm, and the distal end was opened smoothly. The stent was continued to be deployed to the middle segment, it was found that the distal end still did not attach to the wall. Pushing and pulling it to give forward tension, but it still could not be resolved. The stent was deployed further to the posterior curvature segment of cavernous sinus, and the pipeline still failed to attach to the wall. There was a concern that after the complete deployment, the pipeline still did not attach to the wall properly, causing an ischemic risk, so it was withdrawn. After replacing with other manufacturer's blood flow guide dense mesh stent, the surgery was successfully completed. Supporting materials would be provided in the attachment. The devices were prepared as indicated in the instructions for use (IFU). Cta of other hospital found the right side ophthalmic artery aneurysm. On (B)(6), the hospital confirmed it with angiography and planned to perform blood flow-directed dense mesh stent implantation surgery. The aneurysm was an unruptured, saccular aneurysm in the right side ophthalmic artery segment. The max diameter was 4.12mm and the neck diameter was 3.37mm. The distal landing zone was 3.61mm and the proximal landing zone was 2.44mm. The vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was in the normal standard range. Everything was normal for the postoperative angiography. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis #705228560:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿ damage location details: upon visual inspection, no bent or kink were found with pusher. The hypotube was found to be stretched. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and moderately frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at the distal end. The root cause could not be determined as the distal and proximal ends of the pipeline flex braid appeared fully opened and moderately frayed. However, the cause for damage could not determine. It is possible damage to the braid on the ends of the pipeline flex is the result of re-sheathing the device more than the recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported t(the distal end was not well opened and adhered to the wall, and repeated push and pull operations still failed to open and adhere to the wall. The distal end of the pipeline was located in a relatively straight vessel, not a bend. There was operation, deployed the longer pipeline, pushed and pull and swing repeatedly, increased the tension and decreased the tension.